Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2015, a gore® acuseal vascular graft was implanted for arteriovenous access. It was reported the graft was cannulated for dialysis. On (B)(6) 2015, patient presented with a thrombosis and thrombectomy was performed.